Event description:
It was reported that during a colon procedure, the surgeon used the device to complete a functional end-to-end anastomosis. Intra-operatively the staple line looked good. Ten days post operatively the pt came back with pain. The pt was re-operated on and the surgeon found a leak in the corner of the staple line. The surgeon re-did the anastomosis and the pt was closed. The pt is okay at this point.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.